Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2003, the patient underwent surgery for repair of a right inguinal hernia. It is alleged that a bard/davol perfix plug was implanted to repair the hernia defect. As alleged, on (B)(6) 2014, the patient underwent an additional surgery to remove the perfix plug. It is alleged that the patient was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain and mental anguish.